Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24095559. The feedback provided by the customer states that, "during treatment with a needleless injection cap, it was found that the fluid could not be dripped." Further information from the customer has stated that complete blockage was observed during the start of infusion connection. The medication was not refrigerated and the connection was a luer lock connection. Moreover, no visible damages were observed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24095559 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: after admission on (B)(6), patient was given 250ml of sodium chloride injection and 10mg of sodium aescinate by intravenous drip according to the doctor's advice. When using the needle-free sealed infusion connector for infusion treatment, it was found that the liquid could not be dripped in. After removing the needle-free sealed infusion connector, the infusion was normal. The needle-free sealed infusion connector was checked again and found to be blocked and could not be used. A new needle-free sealed infusion connector was immediately replaced to complete the infusion operation without causing serious harm to the patient. Additional information received from the customer: please confirm when was the issue identified? During priming or infusion? The problem was found during the infusion process. Please confirm what medication was being administered during the event? No medication was used when the incident occurred, and the connection had just begun please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? Please confirm that the medication was not stored in the refrigerator. Please confirm the make and model of the connecting products? The brand and model of the connected product is 2000e. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? The device has no visible defects. Please confirm if the connecting product has a luer slip or luer lock connection? There is a luer lock. Please confirm whether the flow was completely or partially blocked? Blood flow is completely blocked. Please confirm if there is any patient impact? No impact on the patient.